Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified narrow mid right coronary artery (rca). During retrieval of a hi-torque universal bmw guide wire (gw) from the main branch, the gw coils became trapped in the lesion and became stretched and separated from the core wire inside the anatomy. The core of the wire was simply removed from the anatomy, when it was noted through angiogram afterwards that the coils had separated and remained entrapped in the rca extending into the aorta. Multiple attempts were made to retrieve the gw but failed. The broken piece of the gw was not retrieved. There was no resistance felt during advancement or removal of the device. Patient was kept in the hospital for five days on low molecular weight heparin. The patient was then discharged with triple medications for three months which will then shift to dual therapy for 1-2 years. Patient complains of shoulder, chest, legs, and thigh pain and follow up is scheduled. Psychological stress was also noted on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: removed required intervention. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist who stated the following: the media provided for review does not show any presence of the reportedly detached guide wire component. Based upon the description of the component in the report it is presumed the operator is describing the polymer jacket as the coils of the guide wire are clearly visible angiographically in previous images. The likelihood of the operator being able to visualize the polymer jacket angiographically is very improbable as the polymer jacket is not manufactured with any radiopaque materials and is invisible to the x-ray beam. If additional images were obtained showing the component they were not provided for review. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported difficulties possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR, the following information was received: the physician simply removed the core wire and decided not to do any further attempts of retrieval of the entrapped coils as it was risky for the patient. No additional information was provided.